Manufacturer narrative:
The received device had the cannula assembly deployed and the formed needle visible outside of the bottom housing window. The soft cannula measured the correct length, however, the exposed portion of the soft cannula was found damaged and a tear was observed, allowing fluid to leak out of the fluid path. It cannot be determined when or how these damages occurred, or if they contributed to the cannula dislodging. A root cause for the reported dislodged cannula could not be determined. Damage was found to the slide retract and the 90-degree bend of the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. This damage resulted in the formed needle failing to properly retract. The adhesive pad was attached to the bottom housing; no issues were observed that would prevent the adhesive pad from properly adhering; a root cause for the reported symptom could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod's adhesive was coming loose from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment the pod was removed.